Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited an unclear image. The issue was identified during inspection for use. There was no report of patient involvement.

Event description:
No additional information received from customer

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise on image and error code. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to leakage, as expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.